Event description:
It was reported that a malfunction indicated by malf 9 occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to report if the issue happens again.